Manufacturer narrative:
(B) (4). (B) (4).

Event description:
According to the reporter: procedure: unk. A hole was noticed on the bag during use. Another device was used for the remainder of the case. No bleeding or injury to pt was noted. No further issue reported.